Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cable/cord/wiring was damaged on the motor device. It was further determined that the hose was worn out, the device displayed an e8 error, the motor and control unit were defective and rusty, and the locking was damaged and rusty. It was further determined that the device had liquid damage. It was further determined that the device failed pretest for loctite and cable assessments, cutter lock assessment, noise assessment, handpiece temperature assessment and hand control assessment. It was noted in the service order that the connection was faulty, the indicator light of the connection control board was off and the motor did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.